Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified atrioventricular branch. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was dilated repeatedly up to 12 atm. However, it was noted that the balloon ruptured probably due to calcification. The procedure was completed with another of the same device. No patient complications were reported.